Manufacturer narrative:
G3: corrected h6: corrected the following: type of investigation manufacturer narrative updated: the reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear/failure could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation.

Event description:
It was reported via legal documentation that approximately 30 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, scarring, swelling, effusion, inflammation, knee giving away, difficulty walking, antalgic gait, and synovitis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices 2552885 02-012-45-3545 - lgc tibial fit tray cem sz 3.5f / 4.5t 4158126 02-010-03-0335 - logic cr femoral cem, right, sz 3.5 4839712 200-02-32 - three peg patella 32mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.